Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% stenotic lesion was located in the severely calcified and mildly tortuous right coronary artery. The physician advanced the 2.5x15mm maverick otw balloon catheter to the lesion and on the first inflation, inflated the balloon to 7atms and the balloon ruptured. There were not patient complications. The device was removed intact. The procedure was successfully completed with the deployment of a non-bsc stent. Patient status is listed as "good".